Event description:
It was reported the unit shorted out during an acl case.

Manufacturer narrative:
Product failed functional testing with "short circuit detected" error message on port a after power up. Cause of error is a defective main pcb. Resistor r54 on main pcb was observed burnt. Also transistors q9 and q10 are shorted out on main pcb. A shorted out hand piece or a wet hand piece connector plugged into port a receptacle could have caused damage to electronic components on main pcb. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component. A review of the device history record was performed which confirmed no inconsistencies.